Manufacturer narrative:
Manufacturer's report date: 04/09/2014. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a possible overinfusion of versed, with the infusion continuing after it was intended to end. The patient was supposed to undergo a weaning protocol in the morning with the infusion turned off so he could wake up prior to extubation, but the customer's review of the event log shows the pump was apparently turned off for only 1 minute. There was no harm to the patient and he was later extubated with no issues, and signed himself out of the hospital later the same day. Although requested, no additional information was provided.